Event description:
It was reported that upon removal of a jugular introducer sheath, it was observed that the marker band was loose on the sheath and could be moved back and forth. The marker band remained on the introducer sheath during the entire procedure. The access site was opened with a scalpel blade prior to insertion of the 8f sheath. The filter was implanted without incident. No report of patient injury.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The device will be retained by the user facility risk management department. Therefore, a sample evaluation could not be performed. The investigation is currently underway.